Event description:
Customer received a result of 297 mg/dl around 5 pm, didn't know if the result was correct. Paramedics were called about an hour later. Paramedics received a result of 357 mg/dl, customers device read 297 mg/dl. Customer was taken to the hospital where they were given an insulin shot. Customer was kept for the suspect device and replacement product was sent.